Event description:
Caller states that a patient reportedly received the following results on the inform system within 10 minutes: 416 mg/dl and 110 mg/dl. Patient was treated based upon the reading of 110 mg/dl (treatment not provided). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.